Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported vacuum issues during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: the company service representative examined the system and was unable to replicate the reported event. As a preventative measure, the company service representative replaced the bag pressure sensor (bps). The system was then tested and met all product specifications. The system was manufactured on october 31, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).